Event description:
The 3.5x 40 stent/balloon catheter was placed into a patient with a threatened closure of the rca. The stent was deployed. An attempt was made to deflate the balloon; however, it would not deflate. The balloon port was then cut and a small needle and syringe were used to draw out the contrast.